Event description:
The customer reported that the chemical indicator tape changed to a "beige" color instead of the "usual yellow color". The customer reported that internal chemical indicators were not checked and the items were released for use on patients. Attempted to contact the customer to gather additional information but the customer was not available.

Manufacturer narrative:
Attempted to contact the customer to gather unit information but the customer was not available.